Event description:
It was reported that patient presented for a generator change procedure. It was noted that the right ventricular lead exhibited high pacing impedance. The lead was not used and replaced during procedure. The patient was stable.